Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;22901389,,7/20/2026,4/29/2026,WaveWriter Alpha ,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,D,"This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the WaveWriter Alpha device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Alpha cohort patient population 4279. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Patient Sex 2479 Female; 1800 Male;Race White 3538, Black or African American 395, Asian 25, American Indian or Alaskan Native 23, Native Hawaiian or Pacific Islander 3, Other Race 114 and Unknown 181.;Ethnicity Not Hispanic or Latino 3874, Hispanic or Latino 192, Unknown 213","A2 Age at Time of Event Age Range 2 patients between age 0 to 17, 89 patients between age 18 to 34, 573 patients between age 35 to 49, 1397 patients between age 50 to 64, 2218 patients age 65 and over.;Timeframe of Adverse Event Data;All adverse events were identified between the span of 2012 April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 189 reported incidents for Death. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;Total Number of Patients;Total WaveWriter Alpha cohort patient population 4279 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 3682 patients. Short term analysis population 2754 patients; Mid term analysis population 1218 patients; Long term analysis population 165 patients.;;Device Evaluation; The device was not returned for analysis. Furthermore, UPN information was not provided in the complaint record therefore a ship history review could not be conducted. Additionally, due to the absence of a probable batch number a review of the Device History Record could not be performed. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3682 patients ;Short term 2754 patients ;Mid term 1218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1716 patients ;Short term 1605 patients ;Mid term 1337 patients ;Long term 1022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25495 total SCS patients across evaluated devices and 5398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,Patient Sex 2479 Female; 1800 Male,,,,E2403,F02,A24,G07001,B22;B17,C19,D15,,0;

Manufacturer narrative:
A2 AGE AT TIME OF EVENT AGE RANGE 2 PATIENTS BETWEEN AGE 0 TO 17, 89 PATIENTS BETWEEN AGE 18 TO 34, 573 PATIENTS BETWEEN AGE 35 TO 49, 1397 PATIENTS BETWEEN AGE 50 TO 64, 2218 PATIENTS AGE 65 AND OVER. TIMEFRAME OF ADVERSE EVENT DATA ALL ADVERSE EVENTS WERE IDENTIFIED BETWEEN THE SPAN OF 2012 APRIL 2026. SUMMARY OF ADVERSE EVENTS TYPE OF PROCEDURE SPINAL CORD STIMULATION (SCS) IMPLANT PROCEDURE THIS REPORT SUMMARIZES 189 REPORTED INCIDENTS FOR DEATH. NOTE THAT MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER REPORTING GUIDELINES. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. EVENTS CAPTURED FROM INDEX PROCEDURE THROUGH FOLLOW UP WINDOWS PERIOPERATIVE (POSTOPERATIVE DAY 0 TO 30 DAYS) SHORT TERM (31 DAYS TO 1 YEAR) MIDTERM (1 YEAR PLUS 1 DAY TO 3 YEARS) AND LONG TERM (3 YEARS PLUS 1 DAY TO 5 YEARS). TOTAL NUMBER OF PATIENTS. TOTAL WAVE WRITER ALPHA COHORT PATIENT POPULATION 4279 PATIENTS (THIS TOTAL NUMBER REPRESENTS ALL OF THE PATIENTS INCLUDED IN THE PERIOPERATIVE SHORT-TERM MIDTERM AND LONG-TERM ANALYSES). PERI OPERATIVE ANALYSIS POPULATION 3682 PATIENTS. SHORT TERM ANALYSIS POPULATION 2754 PATIENTS; MID TERM ANALYSIS POPULATION 1218 PATIENTS; LONG TERM ANALYSIS POPULATION 165 PATIENTS. DEVICE EVALUATION THE DEVICE WAS NOT RETURNED FOR ANALYSIS. FURTHERMORE, UPN INFORMATION WAS NOT PROVIDED IN THE COMPLAINT RECORD THEREFORE A SHIP HISTORY REVIEW COULD NOT BE CONDUCTED. ADDITIONALLY, DUE TO THE ABSENCE OF A PROBABLE BATCH NUMBER A REVIEW OF THE DEVICE HISTORY RECORD COULD NOT BE PERFORMED. REVIEW OF THE AVAILABLE INFORMATION DID NOT IDENTIFY EVIDENCE OF A DEVICE-RELATED MALFUNCTION OR ALLOW FOR DETERMINATION OF A DEFINITIVE CAUSE. THEREFORE, THIS INVESTIGATION IS ASSIGNED A PROBABLE CAUSE OF CAUSE NOT ESTABLISHED. CONCEPTUAL ANALYSIS INTRODUCTION IN ORDER TO EVALUATE WHETHER THE CONTINUED AVAILABILITY AND USE OF BOSTON SCIENTIFIC (BSC) SPINAL CORD STIMULATION (SCS) SYSTEMS REMAINS SAFE, AN ASSESSMENT BENCHMARKING SIMILAR SCS DEVICES COMMERCIALLY AVAILABLE IN THE UNITED STATES WAS UNDERTAKEN. THE EVALUATION WAS BASED UPON REAL WORLD EVIDENCE OBTAINED FROM THE TRUVETA ELECTRONIC HEALTH RECORD (EHR) DATABASE. BSC SCS SYSTEMS AND COMPARABLE DEVICES FROM OTHER MANUFACTURERS WERE IDENTIFIED USING UNIQUE DEVICE IDENTIFICATION (UDI) CODES AND TRUVETA DEVICE MAPPINGS. THE ANALYSIS INCLUDED BOTH NEWER GENERATION SCS SYSTEMS (BOSTON SCIENTIFIC WAVE WRITER ALPHA PRIME, NON-BOSTON SCIENTIFIC DEVICES AND LEGACY GENERATION SYSTEMS. THE TIMEFRAME OF EVALUATION WERE BASED ON WHEN IMPLANTED SCS DEVICES WERE IDENTIFIED AND RANGED FROM 2015 TO (B)(6) 2026 FOR BSC WAVE WRITER SPECTRA AND BSC WAVER WRITER ALPHA PRIME. PATIENTS WERE IDENTIFIED FROM THE TRUVETA EHR DATABASE AND EVALUATED FOR ADVERSE EVENTS OCCURRING DURING THE FOLLOWING SURVEILLANCE PERIODS AFTER IMPLANTATION PERI OPERATIVE (0 TO 30 DAYS) SHORT TERM (31 DAYS TO 1 YEAR) MID TERM (1 TO 3 YEARS) LONG TERM (3 TO 5 YEARS) THE ANALYSIS EVALUATED THE FOLLOWING ADVERSE EVENT CATEGORIES DEATH DEVICE REMOVAL, REVISION, OR REPLACEMENT MECHANICAL COMPLICATIONS DEVICE DISPLACEMENT LEAD MIGRATION DEVICE RELATED INFECTIONS OTHER INFECTIONS POTENTIALLY RELATED TO IMPLANTATION SPINAL CORD INJURY PARAPLEGIA FALLS CEREBROSPINAL FLUID (CSF) LEAK HEMATOMA PARESTHESIA STIMULATION RELATED EFFECTS SUICIDAL IDEATION. CHARACTERIZATION OF THE REAL-WORLD DATA SOURCE THE STUDY UTILIZED DATA FROM THE TRUVETA REAL WORLD EVIDENCE PLATFORM, WHICH AGGREGATES DE IDENTIFIED EHR DATA FROM MULTIPLE UNITED STATES HEALTH SYSTEMS AND CONTAINS RECORDS REPRESENTING MORE THAN 130 MILLION PATIENTS. THE TOTAL NUMBER OF PATIENTS EVALUATED ACROSS DEVICES VARIED BY SURVEILLANCE PERIOD BECAUSE ONLY PATIENTS WITH SUFFICIENT FOLLOW UP WERE INCLUDED IN EACH ANALYSIS WINDOW. FOR BOSTON SCIENTIFIC DEVICES SPECIFICALLY. WAVE WRITER ALPHA PERI OPERATIVE 3682 PATIENTS SHORT TERM 2754 PATIENTS MID TERM 1218 PATIENTS LONG TERM 165 PATIENTS. WAVE WRITER SPECTRA PERI OPERATIVE 1716 PATIENTS SHORT TERM 1605 PATIENTS MID TERM 1337 PATIENTS. LONG TERM 1022 PATIENTS. ACROSS ALL MANUFACTURERS AND DEVICE GENERATIONS, THE ANALYSIS INCLUDED TENS OF THOUSANDS OF SCS RECIPIENTS AND REPRESENTED ONE OF THE LARGER REAL-WORLD EVALUATIONS OF SCS SAFETY IDENTIFIED DURING THIS REVIEW. SUMMARY OF ADVERSE EVENTS ACROSS BOTH NEWER AND LEGACY SCS SYSTEMS, PERI OPERATIVE COMPLICATION RATES WERE GENERALLY LOW AND CONSISTENT WITH EXPECTED CLINICAL EXPERIENCE. FOR NEWER GENERATION DEVICES, PERI OPERATIVE MORTALITY WAS LESS THAN OR EQUAL TO 0.1% ACROSS ALL MANUFACTURERS. DEVICE RELATED INFECTION RATES REMAINED BELOW 1%, WHILE SPINAL CORD INJURY AND PARAPLEGIA EACH REMAINED BELOW 1%. MECHANICAL LEAD RELATED COMPLICATIONS RANGED FROM APPROXIMATELY 3.5% TO 12.6%, WHILE LEAD REMOVAL PROCEDURES RANGED FROM APPROXIMATELY 2.8% TO 4.2%. LONGER TERM FOLLOW UP DEMONSTRATED GRADUAL INCREASES IN DEVICE REMOVALS, MECHANICAL COMPLICATIONS, FALLS, AND PARESTHESIA. THESE FINDINGS ARE GENERALLY CONSISTENT WITH THE EXPECTED CLINICAL LIFECYCLE OF IMPLANTED NEUROSTIMULATION SYSTEMS AND AGING OF THE UNDERLYING PATIENT POPULATION. LEGACY GENERATION DEVICES DEMONSTRATED SIMILAR PATTERNS. DEVICE RELATED INFECTIONS REMAINED UNCOMMON, SERIOUS NEUROLOGIC INJURY REMAINED RARE, AND NO DEVICE EXHIBITED A CONSISTENT PATTERN SUGGESTING A CLINICALLY MEANINGFUL INCREASE IN RISK COMPARED WITH BENCHMARK DEVICES. OBSERVED DIFFERENCES BETWEEN MANUFACTURERS WERE GENERALLY SMALL AND LACKED CONSISTENT DIRECTIONAL TRENDS. WHILE SOME VARIABILITY WAS OBSERVED IN LONGER TERM ANALYSES, PARTICULARLY FOR NEWER DEVICES WITH LIMITED FOLLOW UP, THESE DIFFERENCES WERE NOT CONSIDERED INDICATIVE OF A NEW SAFETY SIGNAL. THE STUDY AUTHORS CONCLUDED THAT NO MEANINGFUL DIFFERENCES IN SAFETY OUTCOMES WERE IDENTIFIED AMONG EVALUATED SCS SYSTEMS DURING FOLLOW UP PERIODS EXTENDING UP TO FIVE YEARS AFTER IMPLANTATION. LIMITATIONS THE ANALYSIS WAS OBSERVATIONAL AND BASED ON HER DERIVED REAL-WORLD EVIDENCE. SEVERAL LIMITATIONS SHOULD BE CONSIDERED DEVICE IDENTIFICATION RELIED ON MAPPED TRUVETA AND UDI CODES AND MAY BE SUBJECT TO MISCLASSIFICATION. NO MATCHING OR ADJUSTMENT FOR BASELINE PATIENT CHARACTERISTICS, COMORBIDITIES, OR DISEASE SEVERITY WAS PERFORMED. CERTAIN OUTCOMES, INCLUDING FALLS, PARESTHESIA, AND SUICIDAL IDEATION, ARE NOT SPECIFIC TO SCS THERAPY AND MAY REFLECT UNDERLYING DISEASE PROGRESSION, AGING, OR OTHER PATIENT FACTORS. THE ANALYSIS DID NOT EVALUATE WHETHER THESE CONDITIONS WERE PRESENT BEFORE IMPLANTATION AND THEREFORE DOES NOT NECESSARILY REPRESENT NEW ONSET COMPLICATIONS. DEVICE REVISION AND REMOVAL PROCEDURES MAY REFLECT PLANNED CLINICAL MANAGEMENT, BATTERY REPLACEMENT, OR EXPECTED DEVICE LIFECYCLE EVENTS RATHER THAN TRUE DEVICE MALFUNCTION. FOLLOW UP DURATION VARIED ACROSS DEVICE GROUPS, PARTICULARLY AMONG NEWER GENERATION SYSTEMS, RESULTING IN SMALLER SAMPLE SIZES AND GREATER VARIABILITY IN LONGER TERM ESTIMATES. MORTALITY CAPTURE RELIED ON BOTH EHR DATA AND THIRD-PARTY LINKAGE AND MAY NOT IDENTIFY ALL DEATHS OCCURRING OUTSIDE PARTICIPATING SYSTEMS. THESE LIMITATIONS ARE NOT BELIEVED TO SYSTEMATICALLY FAVOR ANY INDIVIDUAL MANUFACTURER AND ARE MORE LIKELY TO CONTRIBUTE RANDOM VARIATION ACROSS GROUPS. CONCLUSIONS AND RECOMMENDED ACTIONS THE TRUVETA ANALYSIS DID NOT IDENTIFY ANY NEW OR UNANTICIPATED ADVERSE EVENT TRENDS ASSOCIATED WITH BOSTON SCIENTIFIC SCS SYSTEMS. ACROSS BOTH WAVE WRITER ALPHA AND WAVE WRITER SPECTRA DEVICES, OBSERVED COMPLICATION RATES WERE GENERALLY CONSISTENT WITH THOSE REPORTED FOR COMPARABLE COMMERCIALLY AVAILABLE SCS SYSTEMS AND WITH EXPECTED CLINICAL EXPERIENCE. MECHANICAL COMPLICATIONS, REVISIONS, AND REMOVALS REPRESENTED THE MOST COMMON DEVICE RELATED EVENTS AND FOLLOWED ANTICIPATED LONG-TERM PATTERNS ASSOCIATED WITH IMPLANTED NEUROSTIMULATION SYSTEMS. DEVICE RELATED INFECTIONS, SPINAL CORD INJURY, PARAPLEGIA, CSF LEAK, HEMATOMA, AND MORTALITY REMAINED UNCOMMON. BASED UPON THIS REAL-WORLD ANALYSIS OF UP TO 5 YEARS OF FOLLOW UP, INCLUDING 25495 TOTAL SCS PATIENTS ACROSS EVALUATED DEVICES AND 5398 PATIENTS EXPOSED TO BOSTON SCIENTIFIC SCS SYSTEMS, THERE DOES NOT APPEAR TO BE ANY CLINICALLY MEANINGFUL DIFFERENCE IN THE SAFETY PROFILE OF BSC SCS SYSTEMS COMPARED WITH BENCHMARK SCS DEVICES AVAILABLE IN THE UNITED STATES. THUS, NO NEW OR UNANTICIPATED ADVERSE EVENT RATES WERE OBSERVED, AND NO IMMEDIATE FIELD ACTION, CAPA, PIR, OR OTHER PRODUCT ESCALATION IS WARRANTED BASED ON THE FINDINGS OF THIS REVIEW

Event description:
THIS REPORT SUMMARIZES 189 REPORTED INCIDENTS FOR DEATH. NOTE THAT MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER REPORTING GUIDELINES. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: SPINAL CORD STIMULATION (SCS) IMPLANT PROCEDURE BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE WAVE WRITER ALPHA DEVICE REPORTED IN THE TRUVETA REAL WORLD EHR DATABASE TO DESCRIPTIVELY EVALUATE REAL WORLD SAFETY OUTCOMES ASSOCIATED WITH COMMERCIALLY AVAILABLE SCS SYSTEMS USING EHR DERIVED DATA, INCLUDING PERI OPERATIVE, SHORT TERM, MID TERM, AND LONG-TERM COMPLICATION RATES FOLLOWING DEVICE IMPLANTATION. ALL ADVERSE EVENTS WERE IDENTIFIED BETWEEN THE SPAN OF 2012 TO APRIL 2026. EVENTS CAPTURED FROM INDEX PROCEDURE THROUGH FOLLOW UP WINDOWS PERI OPERATIVE (POST OPERATIVE DAY 0 TO 30 DAYS), SHORT TERM (31 DAYS TO 1 YEAR), MID TERM (1 YEAR PLUS 1 DAY TO 3 YEARS), AND LONG TERM (3 YEARS PLUS 1 DAY TO 5 YEARS). TOTAL WAVE WRITER ALPHA COHORT PATIENT POPULATION 4279. THIS TOTAL NUMBER REPRESENTS ALL OF THE PATIENTS INCLUDED IN THE PERI OPERATIVE, SHORT TERM, MID TERM, AND LONG-TERM ANALYSES. THE BREAKDOWN IS AS FOLLOWS. PERI OPERATIVE ANALYSIS POPULATION 3682 PATIENTS. SHORT TERM ANALYSIS POPULATION 2754 PATIENTS; MID TERM ANALYSIS POPULATION 1218 PATIENTS; LONG TERM ANALYSIS POPULATION 165 PATIENTS. THE EVENTS REPORTED ARE ONLY TEMPORALLY LINKED TO THE DEVICE IMPLANTATION, AND THUS, CANNOT BE VERIFIED AS AN EVENT DIRECTLY CAUSED BY THE DEVICE. THE FURTHER OUT THE FOLLOW UP PERIOD FROM THE DEVICE IMPLANTATION DATE, THE LESS LIKELY THESE EVENTS ARE TO BE RELATED TO THE SPECIFIC DEVICE. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER THE TERMS OF THE SUMMARY REPORTING GUIDELINES. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION. NO FURTHER INFORMATION IS AVAILABLE TO BSC. AGE RANGE 2 PATIENTS BETWEEN AGE 0 TO 17, 89 PATIENTS BETWEEN AGE 18 TO 34, 573 PATIENTS BETWEEN AGE 35 TO 49, 1397 PATIENTS BETWEEN AGE 50 TO 64, 2218 PATIENTS AGE 65 AND OVER. PATIENT SEX 2479 FEMALE; 1800 MALE RACE WHITE 3538, BLACK OR AFRICAN AMERICAN 395, ASIAN 25, AMERICAN INDIAN OR ALASKAN NATIVE 23, NATIVE HAWAIIAN OR PACIFIC ISLANDER 3, OTHER RACE 114 AND UNKNOWN 181. ETHNICITY NOT HISPANIC OR LATINO 3874, HISPANIC OR LATINO 192, UNKNOWN 213.